Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 05-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('chronic fatigue') in a 46-year-old female patient who had essure (batch no. 948841) inserted. The occurrence of additional non-serious events is detailed below. On 8-mar-2013, the patient had essure inserted. In 2014, the patient experienced fatigue (seriousness criterion medically significant), sialoadenitis ("lymphocytic sialadenitis"), arthralgia ("atypical migratory polyarthralgia"), joint stiffness ("joint stiffness"), myalgia ("muscle pain"), tinnitus ("tinnitus"), dizziness ("dizziness"), headache ("headache"), amnesia ("memory loss"), disturbance in attention ("concentration disorder"), alopecia ("hair loss") and visual impairment ("vision problems"). At the time of the report, the fatigue, sialoadenitis, arthralgia, joint stiffness, myalgia, tinnitus, dizziness, headache, amnesia, disturbance in attention, alopecia and visual impairment had not resolved. The reporter provided no causality assessment for alopecia, amnesia, arthralgia, disturbance in attention, dizziness, fatigue, headache, joint stiffness, myalgia, sialoadenitis, tinnitus and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('chronic fatigue') in a (B)(6) female patient who had essure (batch no. 948841) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fatigue (seriousness criterion medically significant), sialoadenitis ("lymphocytic sialadenitis"), arthralgia ("atypical migratory polyarthralgia"), joint stiffness ("joint stiffness"), myalgia ("muscle pain"), tinnitus ("tinnitus"), dizziness ("dizziness"), headache ("headache"), amnesia ("memory loss"), disturbance in attention ("concentration disorder"), alopecia ("hair loss") and visual impairment ("vision problems"). At the time of the report, the fatigue, sialoadenitis, arthralgia, joint stiffness, myalgia, tinnitus, dizziness, headache, amnesia, disturbance in attention, alopecia and visual impairment outcome was not recovered/not resolved. The reporter provided no causality assessment for alopecia, amnesia, arthralgia, disturbance in attention, dizziness, fatigue, headache, joint stiffness, myalgia, sialoadenitis, tinnitus and visual impairment with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.